Event description:
A company representative reported, a pt with a shiley fenestrated low pressure cuffed tracheostomy tube experienced a cuff leak. The tube was removed and replaced with an unk model tracheostomy tube. No other pt information was available.

Manufacturer narrative:
We have requested that if available the tube be returned for failure investigation. The lot number was provided and the manufacturer will review the lot history records. If the tube is returned and failure investigation results provide significant information, a follow-up report will be submitted. A manufacturing CAPA is already in place to address cuff leaks. The manufacturer's dfu states under instructions, tube preparation: with shiley cuffed models (lpc, fen) the cuff and inflation system should be tested for leakage before inserting the tube. This test can be performed as follows: inflate the cuff with the volume of air indicated in table 1. Then either observe for deflation over several minutes or immerse the tube in sterile saline and observe for air leakage. Deflate the cuff prior to insertion.